Manufacturer narrative:
Device available for evaluation: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2022, the scrub nurse was setting up for a t10-pelvis fusion for surgeon using the consignment expedium set. While setting up she was unable to attach the short t20 screwdriver into the hudson adaptor. There was another short t20 driver on the set so the damaged one was put to the side and the 2nd one was used instead and it attached as normal. The screwdriver in question shows the end, that attaches to the hudson adaptor, has 2 small indents just below the groove that normally would lock into the adaptor. There was no reported surgical delay. The procedure was completed successfully. There was no patient consequence. This report involves one (1) modified instrument driver, short t20. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: per the lot number recorded the instrument was first released in 2018. The product was manufactured as per the specification and no non conformance can be found. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the device from the received image(s). Visual analysis of the photo revealed that the mod t20 driver short has a worn tip. Tip damage is believed to be related to wear from normal prolonged use. The observed condition was consistent as an end of life indicator for the device. No other issues where identified. A functional test to assess the unable to assemble condition could not be conducted due to the impacted product and mating device not being returned for examination. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for mod t20 driver short. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.